Event description:
N/a.

Manufacturer narrative:
The nail was received for visual inspection and functional testing. Visual inspection revealed no visible damage on the nail and it was partially distracted. X-ray images revealed that the there was a broken radial dial. Functional testing revealed that the nail was unable to distract and retract with the electronic remote controller (erc) and the high-speed magnet. To perform a thorough inspection of the nail, it was sectioned. Sectioning revealed that the radial bearing was broken at the outer race and was corrosion. A device history review (DHR) was performed on lot number: 00040104aaa and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the nail was not lengthening. No patient injury was reported.